Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in the hospital. The customer was hospitalized on (B)(6) 2020. The cause of death as indicated by the reporting party was a heart attack due to hyperglycemia. The customer had artery and veins issues that may have led to the customer's passing. The customer had these issues since (B)(6) years old. The customer's blood glucose at the time of hospitalization was 500 mg/dl. The customer was wearing the insulin pump at the time of death. The customer used third party sensors. The caller declined to return the insulin pump for analysis.